Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It has been reported that the mesher comb was bent. This product was sent back from our warehouse, not from a hospital, and was sent in for pm/service. No adverse events have been reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (b)94). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the mesher comb was bent. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. Product review of the skin graft mesher on (B)(6) 2020 revealed that the calibration and sample mesh could not be performed due to the bent comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the comb spring, screws, comb, and comb shaft. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. While the returned product investigation confirmed that the skin graft mesher had a bent comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb spring, screws, comb, and comb shaft were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.